Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0001038806 - 2023 - 00160. The device code was previously incorrectly reported as fracture. It has now been corrected to unintended movement. The product was not returned. The reported event could not be verified. Based on the evaluation, the device malfunction could not be verified for the screw. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review could not be completed for the screw since the lot number was unknown. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
It was reported that the abutment screw loosened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).